Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly, the motor and the power board at the battery tube assembly found with corrosion damage. Unable to verify pump error 35 or download pump due to blank display. The insulin pump had cracked case at the battery tube threads, cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
The customer reported via phone call indicating that the insulin pump alarm a broken force sensor was detected during seating or regular delivery. Customer's blood glucose at time of incident was 10mmol/l. Customer stated that pump was exposed to moisture. Customer was advised to revert to backup plan and pump will be replaced.